Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that keyboard not worked. The field service engineer (fse) powered off the pyxis unit and removed all in one (aio). Cut zip ties, disconnected and reconnected all cables, and reassembled the unit. Powered on the system and checked windows settings, identifying the universal serial bus (usb) connection was in sleep mode. Adjusted settings and confirmed system functioning properly. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, keyboard was not working. User was unable to enter name and not displayed in log in screen. There were no adverse events or injuries reported based on this event.